Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as the event date is unknown. (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on an unknown date. During the procedure, the clip grasped and locked onto tissue; however, by opening their hand in the handle, an abnormal amount of resistance and a lot of tension was experienced in order to complete the deployment of the clip. Eventually, the clip was successfully released and placed onto tissue, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.